Manufacturer narrative:
There were no issues reported with the functionality of the device, therefore, DHR review and (B)(4) history review were not performed. Although the event description infers that the device was likely pushed too far into the artery this could not be confirmed. The vascular surgeon's report did not indicate the location of the vascular injury and whether it could be attributed to the axera device or another device used during the procedure. None of the vascular imaging studies that were performed have been provided to us to date. There is no evidence to suggest the device was out of specification; the probable root cause for the dissection and occluded artery is unk.

Event description:
Diagnostic (6f) axera case performed without incident. Six hours after case, pt returned to the emergency room, presenting with complete occlusion of femoral. After emergency surgery to correct the occlusion, it was determined by the interventionalist that when the device was pushed into the artery, it probably went in too far, causing an acute dissection of the proximal arterial wall. This caused a slow leak which became a hematoma and over time occluded the artery. The vascular surgeon's summary report indicated vascular repair but did not indicate the location of the injury.